Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The right ventricular (rv) lead displayed undersensing, double counting and had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes.